Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 485 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic field. Customer stated that the insulin pump alarmed motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer also reported to have experienced a high blood glucose of 485 mg/dl and no form of treatment was mentioned. No high blood glucose troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.